Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection showed that the monitor line was damaged. The reported condition was verified. The probable cause of the condition is due to shock during the transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex st100 set. An external fluid leakage was observed. It was further reported the tube interface was broken. There was no patient involvement. No additional information is available.